Event description:
The customer reported the device can't operate. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the device can't operate. There was no report of pt involvement. The device was evaluated by a philips fse. The symptom was clarified as can't operate the front control panel. The bezel assembly was replaced to resolve the issue.